Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. (B)(6). Correction to the initial MDR in block h6 impact codes. Additional information was added to blocks b5, d9, h3, h6 evaluation method codes/evaluation result codes, and h11.

Event description:
It was reported that the patient experienced a massive drop in blood pressure with suspicion of air embolism or coronary artery stenosis. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive sheath was used. The left superior pulmonary vein (lspv) was ablated without issue. During the fourth energy delivery to the left inferior pulmonary vein (lipv) the patient had a massive drop in blood pressure and a poor pump reading; however, there was no pericardial effusion and electrogram (ECG) showed no elevation. The suspicion was air embolism or coronary artery stenosis. Coronary angiography was performed but with no clear result, as no stenosis or air embolism was identified. No medical interventions were noted. The rspv and ripv were able to be ablated normally without complication, so the procedure was completed successfully. The patient condition after the procedure was normal. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the patient experienced a massive drop in blood pressure with suspicion of air embolism or coronary artery stenosis. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive sheath was used. The left superior pulmonary vein (lspv) was ablated without issue. During the fourth energy delivery to the left inferior pulmonary vein (lipv) the patient had a massive drop in blood pressure and a poor pump reading; however, there was no pericardial effusion and electrogram (ECG) showed no elevation. The suspicion was air embolism or coronary artery stenosis. Coronary angiography was performed but with no clear result, as no stenosis or air embolism was identified. No medical interventions were noted. The rspv and ripv were able to be ablated normally without complication, so the procedure was completed successfully. The patient condition after the procedure was normal. The device is expected to be returned for analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes there were no irregularities with the returned faradrive sheath, and the event of air embolism, vessel occlusion, and hypotension are known inherent risks with use of the device. Device analysis findings: analysis of the returned sheath found no irregularities in the sheath. The faradrive was visually inspected upon return. No outer abnormalities were noted. The sheath passed leak and aspiration testing. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. No abnormalities were noted. Oil was noted on the valves. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a review of the faradrive sheath risk documentation was completed and confirmed that the event of air embolism, vessel occlusion, and hypotension was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected and supporting evidence that came to this conclusion. E1: initial reporter phone: (B)(6).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Event description:
It was reported that the patient experienced a massive drop in blood pressure with suspicion of air embolism or coronary artery stenosis. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive sheath was used. The left superior pulmonary vein (lspv) was ablated without issue. During the fourth energy delivery to the left inferior pulmonary vein (lipv) the patient had a massive drop in blood pressure and a poor pump reading; however, there was no pericardial effusion and electrogram (ECG) showed no elevation. The suspicion was air embolism or coronary artery stenosis. Coronary angiography was performed but with no clear result, as no stenosis or air embolism was identified. No medical interventions were noted. The rspv and ripv were able to be ablated normally without complication, so the procedure was completed successfully. The patient condition after the procedure was normal. The device is expected to be returned for analysis.